Event description:
During a thrombolysis of the right sfa from a contralateral approach using urokinase with indication - claudication, the hub separated from the introducer at the end of the procedure on a male pt. With a wire in place at the time, the physician was able to remove the device and replace the introducer with some bleeding as the only complication. No pt injury.

Manufacturer narrative:
The complaint device was received in a used and damaged condition. A visual examination confirmed the proximal end of the material, including the flare has separated from the check-flo assembly. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. At this time, the cause of the hub separation is unable to be determined. A search of our records discovered this device was manufactured prior to an implementation of a change in processing ensuring the cap has been securely tightened to the check-flo and/or adapter. Nevertheless, the appropriate individuals have been notified and we will continue to monitor for similar events.